Manufacturer narrative:
(B)(4.) To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a procedure to remove some of the mesh and repair the recurrent ventral hernia on (B)(6) 2015 and a new mesh was implanted. It was reported that the patient has suffered and continues to suffer from chronic pain and psychological stress and depression. No additional information is provided.